Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of uncontrolled dryness, observed three weeks post bilateral lasik treatment. Patient was noted have chronic dryness prior to treatment, secondary to sjogrens disease, and was on medication for it. Reporter stated that post surgery, the patient was put on max medical therapy, and experienced a one line loss of bcva in the left eye. This report references the left eye.